Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the blood set leaked blood. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used contaminated sample in open packaging and one photo were provided for evaluation. The sample and photograph were visually evaluated, and it was noted that the backcheck valve had broken off into the y-caresite valve. The photograph returned does not show the leakage; however, when the sample was tested leakage was observed. While an exact root cause cannot be determined, review of the complaint samples and manufacturing records suggests that the defect did not originate from a failure in the manufacturing process(es). Based on these findings the most likely potential cause is that the defect originated from excessive force being placed on the valve during use. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.